Manufacturer narrative:
Insulin pump monitored for several days. The device received with all operating currents within specification and passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed unexpected restart. Blood glucose was 376 mg/dl. Troubleshooting was completed and unexpected restart recurred after battery change. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump was returned for analysis.